Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced redness and pain at the abutment site and subsequently was treated with oral and topical antibiotics (date not reported).

Manufacturer narrative:
This report is submitted on may 8, 2019.